Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 439 mg/dl. Customer was not using auto mode at the time of incidence as they were in warm up period with insulin pump. Customer received calibration now alert. The insulin pump will not be returned for analysis.